Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: the shaver bent during use and proceeded to snap in half. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be an excessive pressure such as bending or prying of the shaft assembly and maintained for a substantial amount of time may cause for the shaft to finally fail due to material fatigue.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved and the procedure was completed successfully.